Event description:
It was reported the pt is experiencing difficulty charging her scs ipg. The pt stated the ipg communicates well with her pt programmer, but she has trouble communicating with the charger. A replacement charger worked well initially, but now she is unable to charge her ipg. Follow-up identified the pt's ipg battery has depleted and is inoperable. Surgical intervention is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.